Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not hold onto the vessel. The case was completed by using another like device. There was no pt consequence.